Event description:
It was reported that the user performed an infusion set and cartridge supply change using incorrect steps, attempting to attach the connector to the cartridge before connecting it to the tubing, after which troubleshooting and education were provided and the user confirmed understanding of the correct sequence. Symptoms included no reported adverse health effects. Outcomes included no interruption of therapy requiring alerts or alarms. Investigation included user interview and troubleshooting with education on correct setup steps. Investigation of this case revealed user error related to supply change technique affecting the infusion set and cartridge connection sequence, with the device itself functioning as designed once proper steps were followed. It was concluded, based on previously established findings for similar reports, that the cause was user error with no device malfunction.